Event description:
The customer called to report that the up arrow button was not responding. The customer also reported that she was hospitalized with a low blood glucose of 39 mg/dl yesterday. The customer stated that she broke her hand, and spent all night in the hospital. The customer was also pregnant and had not eaten. Troubleshooting was performed, and it was determined that the insulin pump needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.